Manufacturer narrative:
All of the buttons of the insulin pump functioned properly, however moisture damage was found on the keypad traces. No button error alarm was noted. The device was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 147 mg/dl. The discontinuation of the device was advised. Nothing further was reported.